Event description:
It was reported that during a generator change procedure, this right ventricular (rv) lead was capped and surgically abandoned due to impedance issues. The physician observed an increase in shock impedance measurements. A replacement lead was successfully implanted. No additional adverse patient effects were reported. This rv lead was capped.